Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power loss alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they received multiple power loss alarms from the pump. The customer stated that the new battery was in the pump for less than 1 hour when it alarmed. The customer was advised to take the battery out and monitor the notification light. The customer was advised to put in a new battery. The customer was advised to manually rewind the pump.